Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6f angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. There were no anchor, collagen and tamper tube returned. The suture was exposed at the distal tip of the hemostasis sheath and it had a clear shrink wrap marker present. The distal end of the suture was inspected under the microscope and it appeared to be cut manually with a sharp blade. The overall device condition was consistent with full deployment. No other visual anomalies were noted. Then, the hemostasis sheath was subjected to microscopic analysis and no damage/irregularity was observed on the tip of sheath. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. Ethnicity - requested, not provided. Race - requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was difficult to release and deploy and the physician believes the tip looked different. The patient condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 25aug2020: the procedure completed was a diagnostic heart cath using a 6 fr sheath. It was determined that he had never observed the tip shape previously, but it is the original tip shape. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The procedure was completed successfully by the device.